Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests the probable cause of the reported image issue was damage or deterioration of parts, likely the charged-coupled device, resulting in electrical problems such as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope, it was found that the video display disappeared upon angulation. There was no patient involvement. And no harm was reported as a result of the event.